Event description:
The catheter was placed in 2008. Seventeen days later, the nurse found the catheter had broken inside the pt. Catheter was removed with forceps and no harm came to the pt. Alcohol and betadine were used to prep and clean the site. The catheter was secured using steristrips and a bioclusive dressing.

Manufacturer narrative:
A prepaid mailing tube and label were sent to the customer for the return of the sample. Upon completion of the investigation, a supplemental report will be submitted. The lot number provided, 7263824, belongs to an introsyte introducer and not the catheter.